Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 13.1, 21.6 and 10.1 mmol/l. Tests were done within 20 minutes. Patient did not experience any adverse events. No further info has been reported.